Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine device replacement, the is-1 terminal pin on the chronic left ventricular (lv) lead was difficult to insert into the port on the new cardiac resynchronization therapy defibrillator (crt-d). The physician felt the port for the lv terminal pin was too tight and did not have confidence the lead would be properly inserted. Technical services discussed that labeling included images of fully inserted terminal pins and a statement indicating the use of sterile saline or mineral oil was permitted. During the procedure, the lv lead was successfully inserted, with appropriate sensing observed. No adverse patient effects were reported. The device and chronic lead remain implanted and in service.